Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the connecting tube coating was peeling was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: ¿3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had a tip perforation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube coating was peeling (1mm squared or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, water tightness was lost due to a pinhole in the bending section cover. The device evaluation found that the connecting tube coating was peeling (1mm squared or more). Additional findings include the following: the adhesive on the bending section cover had a chip, the forceps could not be inserted due to the channel tube being crushed, and the channel cleaning brush could not be inserted smoothly due to a dent on the channel tube. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.